Manufacturer narrative:
Capsulotomy scissors (999907, 16453), was received for investigation. It was reported that upon inspection the device was found broken. No case involved. The production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Visual inspection noted that there were scratches across the device. A functional evaluation was performed, which showed that one of the blades of the scissors had snapped off, resulting to no function. This confirms the reported failure mode. Based on the available information, the proposed probable root cause is fracture problem, resulting in the blade from the scissors being broken off.

Event description:
It was reported that upon inspection the device was found broken. No case involved.